Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line) during peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. The alarm occurred the night before and the patient had already cleared the alarm prior to contacting technical services. Therefore, troubleshooting was not performed. The patient completed therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.